Event description:
It was reported that the customer has been experiencing high bg's (217 mg/dl). Customer has been using cold insulin and stated that when he removed his cannula from the site it was bleeding.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available a supplemental report will be submitted.